Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alerts and reminders were difficult to hear. The caller stated that he changed the battery and performed the self test, but he had to put his ear to the insulin pump to hear the beep. The patient's blood glucose at the time of incident was 232 mg/dl. During troubleshooting the self test was performed and the device failed to beep during the tone test. The customer was advised to revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation. The audio alert functioned properly and no audio alert anomaly noted. No cosmetic damage noted.